Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she went to an emergency room as she was receiving high reading on her contour usb meter. While in the emergency room, she obtained a reading of 400 mg/dl on the contour usb meter. The customer had no symptoms of hyperglycemia. Within a minute, the nurse performed a repeat testing with the hospital's meter and obtained a reading of 195 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour usb meter and contour test strips form lot # 8dj3b03b for evaluation. A fixture testing was performed using the returned meter and it gave an e4 error message, indicative of a wrong strip inserted. The fixture testing was also performed using the in-house contour usb meter, which showed an expected "apply blood" message while connected to the fixture. Then, the returned test strips were inserted into both the returned and in-house meters, however, no error messages were observed. Lastly, three returned test strips were tested with the returned meter and an in-house contour control solution, which gave a satisfactory performance.

Manufacturer narrative:
The returned contour usb meter was further investigated by performing fixture testing three times and no error messages were observed. The returned meter was also tested with the returned contour test strips, which gave a satisfactory performance. There was foreign matter such as a fiber in the connector, which would explain the error message obtained during initial fixture testing due to an unstable conduction of the terminals and therefore, was non-reproducible upon the repeat of fixture testing.